Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. Upon investigation the monitor was unable to power on. Insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator board were shorted, causing thermal damage to multiple components on the defibrillator and computer/analog pcas. The root cause for the shorted transistors could not be positively identified. Device evaluation of electrode belt sn (B)(4) was completed. Upon investigation the electrode belt was unable to pass incoming functionality testing. The distribution node (dn) pca was thermally damaged. The root cause for the damage to the dn pca could not be positively identified, but it is likely that the damage to the monitor induced the thermal damage to the dn pca. Due to the damage to the monitor, no device data is available after 17:15:31 on (B)(6) 2016. Efforts are underway to determine whether any additional data surrounding the event can be recovered from the computer/analog board.

Event description:
A us distributor contacted zoll to report that a patient stated she received a treatment on (B)(6) 2016. The patient noted she was alone during the treatment event. The patient's sister-in-law arrived at the patient's home on (B)(6) 2016 and noted that the gel was deployed from the patient's belt and that the patient's monitor was unable to power on or send a download. The last available device download data shows that the device declared a non-treatable rhythm at 17:14:42 on (B)(6) 2016. The patient did not seek medical attention following the reported treatment and continued to wear the lifevest.